Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure while splitting the sheath the valve-ring didn't break. The clinician had to cut/slice the valve-ring by hand to be able to remove the sheath from the implanted lead. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. It can be seen that the foam washer did not split/divide completely. The root cause was attributed to a machine/blade issue. An immediate correction was taken to retrain operators to identify this defective part.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.